Event description:
It was reported that one day after the implant procedure, the patient experienced chest pain due to a right atrial lead dislodgement. The lead was repositioned and remains in use. The patient was a participant in the florida pilot feasibility electronic medical record (emr) data study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.